Event description:
Rn administered heparin via the vanish point ii syringe to the patient. She stated that when she engaged the safety on the needle, a tiny drop of the medication flew back and hit her eye. We have saved the wrapper. The needle was disposed in the sharps container.